Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced an acute kidney injury. During the pulse field ablation procedure, farawave catheter was selected for use. It was reported that the patient experienced acute kidney injury. An IV/im medication adjustment was implemented as a corrective treatment measure. The event subsequently resolved following the intervention.